Manufacturer narrative:
It was reported that there is an air mattress that has been beeping low pressure. I made sure CPR tags are in, all cords are good and still after about 30 minutes it goes back to low air pressure alarm. The mattress would not fully inflate and pump alarm sounded for low pressure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that, there is an air mattress that has been beeping low pressure. I made sure CPR tags are in, all cords are good and still after about 30 minutes it goes back to low air pressure alarm.